Event description:
Additional information received reported that the patient had an overdischarged battery and that the manufacturing representative was able to clear the power on reset (por). When the patient was reprogrammed, they were able to get her legs covered but not her back. The reporter could not recall if all the electrodes were functioning. The patient stated that she had an upcoming appointment with the health care professional and would talk with him then about her coverage. The patient was going to use the stimulation as they had left it and see if it helped relieve her pain. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient had no stimulation sensation. The reporter noted that the stimulation was not working right. It was noted that the patient had not felt stimulation and it had been off and on for a month. It was noted that there were no falls or accidents. It was further reported that for the past two months, the patient had worked with the manufacturing representative for reprogramming but it had not worked. It was further reported that the patient was scheduled to be seen on the week of the report. Additional information has been requested but was not available as of the date of this report; a follow-up report will be sent if information becomes available.

Manufacturer narrative:
Concomitant medical products: product ID 3708340, serial# (B)(4), implanted: (B)(6) 2006, product type: extension; product ID 3708340, serial# (B)(4), implanted: (B)(6) 2006, product type: extension; product ID 3998, lot# la6060, implanted: (B)(6) 2002, product type: lead; product ID 37742, serial# (B)(4), implanted: (B)(6) 2006, product type: programmer, patient. (B)(4).